Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) contacted technical support (ts) to report that the ultrafiltration (uf) pump on a fresenius 2008t hemodialysis (hd) machine would not turn off using the front panel keypad. The biomed stated they were trying to turn off the uf because the patient dialyzing on the system was experiencing a drop in blood pressure. The biomed also reported that a priming issue had occurred on the machine. The ts representative advised the biomed to replace the front panel keypad, and a part number for the component was provided. There was no patient injury or illness reported, and no indication that medical intervention was required. Multiple unsuccessful attempts were made to obtain additional information from the biomed and/or the medical professional who was mentioned in the initial reporting of the event. To date, no additional event details have been provided.